Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a ultrathane cook-cope type locking loop multipurpose drainage catheter was found broken. It is not known if the device was previously implanted in a patient or if the device was broken out of package. No patient or other event details were provided. The device was received by the manufacturer for evaluation. Additional event and patient information was requested.

Manufacturer narrative:
. Investigation ¿ evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, quality control data, and visual inspection of the returned device was conducted during the investigation. Images of the returned device show the white braided suture broke near the distal tip of the device. The device was returned in an opened and unused condition. The suture was observed to be broken near the distal tip of the device. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the provided information, inspection of the returned device, and the results of the investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.